Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the radius. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the radius and an air pocket was observed within the valve to shell bond area, it is out of specification per qa (B)(4), was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the radius assessed as fold flaw opening. An air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage.

Event description:
Device has been explanted.